Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2018-12574, reference MFR. Report#: 1627487-2018-12577. It was reported the patient experienced inadequate stimulation. As a result, surgical intervention was undertaken wherein one of the three leads was explanted.